Event description:
It was reported that during equipment testing conducted at the user facility , the drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
The alleged failure of overheating could not be duplicated during the device evaluation, since the device was not recognized by the console due to a damaged printed circuit board (flex assembly) . However, worn driveshaft bearings and other worn components were discovered throughout the device. The worn bearings can cause overheating.

Event description:
It was reported that during equipment testing conducted at the user facility , the drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.